Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device was found to be out os spec in relation to the reported symptom, which was unable to be reproduced. Upstream occlusion alarms were confirmed and were determined to be caused by a failed ultrasonic sensor. The failed ultrasonic sensor was replaced.

Event description:
It was reported that a spectrum pump falsely alarmed upstream occlusion. It was also reported that there was no pt injury.